Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image). After further review, battery acid leaked causing rust to form at the bottom of the battery compartment and corrosion on the battery board underneath the battery compartment. In addition to this, the lcd flex cable looks singed. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was alarming and it was persist even after removing battery from insulin pump. Customer reported that the insulin pump had critical insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.